Event description:
The customer reported having high glucose for the past week. Troubleshooting was performed. The customer's most recent glucose reading was over 600 mg/dl, and she has treated with the insulin pump. Ran a fixed prime and passed. Advised the customer to seek medical treatment. The customer stated that she has been in and out of consciousness and feels the insulin pump might be delivering insulin more at times and less in other times. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.